Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic. During device interrogation, their pacemaker exhibited far r-wave over-sensing which caused inappropriate mode switches. Programming changes were made on the device. The patient was in stable condition.